Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 1258t st. Jude lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was bradycardiac and symptomatic and went to the emergency room. A remote monitoring transmission indicated that there was potential intermittent atrial undersensing on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.